Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they were getting settings not available when they unlock the controller, starting last week. Patient said they tried resetting, but that didn't resolve the issue. Patient tried to unlock controller during the call, but reported settings not available. Agent asked, patient said they only had group a and did not have any other groups to try. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient reported one of the leads came off their spine however the rep recalibrated their controller. In the calibration a, b or c, doesn¿t work, they have to have an operation to reconnect the lead. For now patient is still using a on the controller. Patient still has b and c to use.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the first appointment the patient (pt) could get with the healthcare provider (hcp) was (B)(6) 2026.